Event description:
The clinician reports the implant was inserted on (B)(6) 2020 in ada 30. On (B)(6) 2022, the implant was removed upon clinician¿s decision. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, pain, swelling, bleeding and abscess. No further patient complications were reported.